Manufacturer narrative:
Failure analysis for fiber (B)(4):the fiber cap remained attached and exhibited a drilled through condition; there was some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the glass cap exhibited severe burnt on detritus and devitrification; the fiber exhibited severe contamination, likely biologic; the fiber was blackened. The condition of the cap as described, could result in forward firing.probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that at 46,370 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged.the procedure was completed using a second fiber.there was no patient injury reported.